Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate anti-tachycardia pacing (atp) due to far p wave oversensing. It was also noted that the patient received inappropriate shock due to cautery during unrelated procedure. No intervention was done. There were no patient consequences.